Event description:
It was reported that the pump did not infuse. The pump read full dose was given, but the chemo bag was still full. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a "no disposable-pump won't run" alarm is the dso sensor. The most probable cause for air seen in line is user error, most probably due to medication being transferred into cassette too quickly; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.